Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383517 and lot number 4059655. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port leaked when the needle was removed. The following information was provided by the initial reporter, translated from chinese to english: department of imaging, (B)(6) 2024 this patient in our department to do full abdominal enhancement examination, playing the indwelling needle implanted in the blood vessel after backing up the needle tail oozing blood, careful observation found that the tail of the indwelling needle deformation led to blood leakage, immediately deal with the blood stains, pull out the indwelling needle, with the patient to do a good job of explaining the work, and to re-replace the indwelling needle implantation.